Event description:
It was reported that during a lap colon procedure, after a few minutes, the device did not function. A new instrument was used to complete the case. There was no patient consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 (solid tone) was noted. The identified blade damage may have occurred from external contact during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.